Manufacturer narrative:
(B)(4). The pump was returned for pump error alarms and cosmetic damage at the battery compartment found on (B)(6) 2022.pump¿s history and trace files downloaded successfully using thump software. Unit passed the displacement test and self test. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomalies noted. However, pump error (variable=15)(line number 147 file number 2017) was confirmed in the formatted history file on (B)(6) 2022 at 08:51:52.000. ¿pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor.¿test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, cracked case on the battery tube side, and cracked battery tube threads. Cosmetic damage was confirmed where cracked battery tube threads and cracked case on the battery tube side was noted. Pump error (variable=15)(line number 147 file number 2017) was confirmed in the formatted history file due to possible hardware error(esf#3926945). Problem isolated to the electronic assemblies. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm for 3 times. Customer stated that the insulin pump had pump error alarm 3 times a week. The insulin pump battery side was cracked. No harm requiring medical intervention was reported. The insulin pump was returned to medtronic for the analysis.